Event description:
It was reported that the ceramic tip of the resection sheath was damaged. The issue occurred during inspection of the device for use before patient in a room. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation and a device evaluation. Updated fields: d2a, d6a, d6b, h2, h3, h6, h7, h9 and h11. The device was returned to olympus for inspection, and the reported failure was confirmed. Device inspection found ceramic tip was broken. Based on the results of the investigation, the most likely cause of a component failure of the ceramic head (insulation beak) is some kind of excessive force. However, the definitive root cause of the reported failure could not be determined. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.